Manufacturer narrative:
The date of event/therapy date was sometime in (B)(6) 2017. The actual device was discarded by the customer but 23 companion samples were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no issues noted with the devices. Functional testing did not find anything related to the reported event. The damage/leak was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a very thin crack in the minicap and some excess iodine leaked out. The cap was in use for about four hours prior to the patient noticing the little crack. There was no patient injury or medical intervention associated with this event. No additional information is available.